Manufacturer narrative:
Results: outer siderail panels.

Event description:
It was reported by service report that the outer panels were cracked with sharp edges. No patient involvement or adverse consequences were reported.